Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the pre-discharge x-ray revealed atrial lead dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.